Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient underwent cystoscopy, hydrodistention of bladder installation and mesh excision on (B)(6) 2012.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystocele repair and cystoscopy due to mixed urinary incontinence, cystocele and urethral hypermobility.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urge incontinence, dysuria, leakage, urinary frequency, urgency, and nocturia.

Event description:
It was reported that following insertion the patient experienced urge incontinence, dysuria, leakage, urinary frequency, urgency, and nocturia.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary problems and dyspareunia. (B)(4).